Event description:
Near the end of a 45 minute procedure, the aesthetician heard a popping sound with her 15mm handpiece. At the connection between the cable and the handpiece, she saw sparks and 3 flames shoot out of the cable. The cable separated form the handpiece. She released the footpedal. The sparking and flames stopped immediately. Neither the pt nor the user was injured. The pt was not aware of the situation.

Manufacturer narrative:
Since being put into service in may, 2011, the handpiece was used on 5-10 pts per week, by utilizing the fingerswitch to activate it. Approximately a week prior to the reported problem, the handpiece stopped working (at best some intermittent activity) when activated with the fingerswitch. Instructions for use state: "immediately replace any product which was visible damage or is not functioning properly". Rather than stopping the use of the produce once the fingerswitch activation failed, she began using the handpiece by activating it with the footpedal.